Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694765, lead, (B)(6) 2008; dtba1d1, ICD, (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient had an infection from an unknown source. The implantable cardiac defibrillator (ICD) and leads were explanted. No further patient complications have been reported as a result of this event.